Event description:
The complainant reported that the pt had undergone the therapeutic procedure of the having an enteral feeding device placed. At some point subsequent to the procedure it was found that the j-tube had become detached from the device's blue connector. The complainant indicated that the tube did not fall into pt's stomach, as the tube was still attached to the securi-t, which was still attached to the external bolster. The clinicians successfully replaced the pt's enteral feeding device. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.